Manufacturer narrative:
The device was returned for analysis. The reported material split, cut or torn was able to be confirmed. The reported difficult to insert was unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging/removal from the tray and/or during preparation for use resulted in the reported torn tip / noted kinked and torn tip jacket; thus resulting in the reported difficult to insert. The noted kinked outer sheath likely occurred due to inadvertent mishandling and/or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the supera self expanding stent system (ses), the guide wire could not be loaded through the sheath of the device. The tip was noted to be torn. Another supera was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.